Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer reports a patient was receiving a vaccine and during the process some of the vaccine sprayed out of the luer-lock area on the safety needle, where a crack was located on the hub. The customer presumes that this crack was caused by accidental over-tightening of the luer-lock.